Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Sixteen days after hospital admission, the patient was discharged. Dianeal therapy was ongoing. Action taken with pd therapy was not reported. No additional information was provided.